Event description:
It was reported that the patients ipg was not working as intended and was no longer providing pain relief. The patient underwent replacement procedure and was doing well postoperatively. The explanted ipg was not returned per facility policy.